Event description:
The pump was replaced to avoid in-vivo battery depletion as a prophylactic measure. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the proximal catheter revealed a procedural non-conformance; a broken suture ring. The most proximal ring portion of the catheter was missing.